Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. This rv lead was explanted, and the entire implanted system was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that intravenous antibiotics were administered. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in three segments severed 170 millimeters (mm) and 237 mm from the terminal end with an approximate total length of 565 mm. Some segments appeared to be missing. Further visual examination of the lead noted calcification of body fluids on the distal shocking coil, as well. Analysis determined that the high impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. Visual examination of the lead segments also revealed both internal and external insulation abrasion in multiple locations. Insulation abrasion identified approximately 117-124mm on the terminal segment and surface abrasion was noted at the distal end of the terminal segment approximately 167mm to 170 mm; this damage was consistent with lead-on-lead or lead-on-can interaction. Insulation abrasion was also noted on the midbody segment, from one end to approximately 37mm from that end. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. This rv lead was explanted, and the entire implanted system was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted that intravenous antibiotics were administered. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.